Event description:
It was reported that the suction tubing from the surgilav plus handpiece came loose from the suction source. A nurse was exposed to contaminant from the suction tubing. It was reported that the nurse was not splashed in the eyes, but no further information has been received from the account regarding treatment needed, if any.

Manufacturer narrative:
The device was discarded at the account. The investigation is ongoing. A follow up report will be filed when the investigation is complete